Event description:
It was reported that during the implant procedure, there was placement difficulty with the low-voltage pacing lead and it was noted there was "externalization of the screw" observed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that tissue was visible inside returned helix, tissue was removed with alcohol and helix function was within specification. If information is provided in the future, a supplemental report will be issued.